Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported hardware malfunction error message. Review of the device data logs revealed the device failed to complete its internal self-test. Inspection of the non-return valve (nrv) assembly revealed contamination. The internal battery and nrv assembly were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported device failed to complete its internal self-test was due to contamination while internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a hardware malfunction error message. During resmed evaluation, the device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.